Event description:
Patient had a colonoscopy on 10-27-2023. One 13mm polyp was removed in the cecum and the resected area was clipped. One 12mm polyp was removed in the mid-ascending colon and that resected area was also clipped. The clips deployed properly and the examination was normal on direct and retroflexion views. On (B)(6) 2023, the patient returned to the ER with bleeding. On (B)(6) 2023, the patient was re-scoped. That examination reported that both clips had been dislodged. New clips were placed in both areas and no further intervention was necessary.